Manufacturer narrative:
Initial device gross examination showed xxxxxxx. The device history record review cannot be performed until the valve is torn down and the serial not provided by the hospital. Morpho-histological analysis will be performed on the valve. Evaluation codes: results: no definitive results at this time. Conclusion: no conclusion can be drawn at this time as device is currently in the process of being returned for evaluation.

Event description:
The MFR was notified of a mitroflow valve that was explanted after 4.6 years due to structural valve deterioration resulting from calcification. No pt clinical history or device serial number were provided.